Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/07/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned for evaluation. Visual inspection was conducted on the sample received. Visual analysis of the sample received determined that an needle/suture piece broken a the tip needle was observed, marks due to use of surgical instrument were observed. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. No conclusion could be reached as to what caused the reported and an additional evaluation is necessary to determine the assignable cause of the breakage needle. Needle analysis: a failed suture needle, labeled as (B)(4), was submitted for fractographic evaluation. The component was identified as product code z593g. It was requested that hsa assess the fracture mode of the failure. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of (B)(4) revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. The manufacturing records couldn't be reviewed as the batch number is unknown. Additional information was requested, and the following was obtained: since product code z593g was returned for evaluation, is product code z593g the actual product code? Yes. We could not judge the product is z593g or z594g since no package or label was returned. As you judged the returned product is z593g, it is the actual product code. Or should the file reflect unknown product code with 2 possible product code of z593g and z594g? No. No further information will be provided.

Manufacturer narrative:
Product complaint (B)(4). Attempts are being made to receive a device. To date the device has not been returned to evaluation site. If the device or further details are received at the later date a supplemental medwatch will be sent. The following information was requested, but unavailable: could you please provide the lot number? Did a piece of the broken needle fell into the patient? If so, how was it retrieved? Procedure name? Additional information was requested, and the following was obtained: device return status/follow up? The device has been sent, in transit.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2021 and the suture was used. During the procedure, the needle was broken during interrupted suturing. There were no adverse consequences to the patient.